Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that his usb to db9 serial data cable for his tablet device was not functioning. When tested on a demo generator, an error message appeared indicating communication issues. Troubleshooting was performed where the suspect cable was switched with a working cable that resolved the communication issues. Review of the tablet computer's device history records showed that there were no issues during manufacturing or inspection. As part of the build, an interrogation was performed using the data cable included in the tablet box. The final inspection for this process was performed and it passed without issue. The product was returned to the manufacture and is undergoing product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned usb to db9 serial cable. An interrogation was attempted with the cable and known working wand and tablet with no success. Inspection after removal of the db9 hood identified that the green data+ line wire was no longer soldered on the serial cable pcb. Once the wire was soldered onto the serial cable pcb, product analysis was completed without further anomalies. The identified cause was from mechanical stress. No additional pertinent information has been received to date.